Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation a visual inspection of the returned gii cr deep flx isr tr s5-6 9 confirms the device fractured into two pieces. Both pieces were returned for evaluation. The device shows significant signs of wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, a genesis ii cruciate retaining deep flexion insert trial size 5-6 9mm broke off. Instruments were outside the patient. Surgery was completed with a back up device instead, without any delay. No harm to the patient or any further complication reported.